Event description:
The customer reported to olympus that the image on the high-definition (hd) 3cmos camera head becomes foggy after long-time use and was not visible. The intended procedure was therapeutic (laparoscopic surgery) and the patient was not under sedation at the time the issue occurred. The issue was found during use, there was no procedural delay, and the procedure was completed with another similar device. There was no reported patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation of if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿image gets foggy after a long time use¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.